Manufacturer narrative:
Occupation: nurse manager. Additional reporter: (B)(6) , an ICU rn. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred on a cardiosave intra-aortic balloon pump (iabp). Troubleshooting aid was given to no avail. The fiber optic cable was coiled, secured, and labeled. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected feilds: d1, d4 (catalog #, lot #, UDI#), g4 (PMA/510(k)#. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The optical fiber was found to be broken within the membrane approximately 1.3cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).